Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was in the customer's body after they removed the sensor. The wire snapped off the sensor's base and resulted in a serious injury/hospitalization. The customer's doctor did not find the cannula in their body but scar tissue in that area. The insulin pump had a few cracks on the casing. The cracks were on the left side of the screen and on the battery compartment leading into the insulin pump's casing. Customer's blood glucose level was 16 mmol/l. The customer treated their blood glucose with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.